Manufacturer narrative:
Customer complained on (B)(6) 2021 that h/s received an open book and that there's a crack in the case. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, download using crest & upload using thus, confirmation of the date/time of the customer's complaint, alarms, or pump errors using the adapt program, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test because the vibrator did not vibrate when it was supposed to. No unexpected critical pump errors (open book image) were noted during testing. Attempt to upload using thus was successful. The adapt tool was utilized to search for any pump errors that could trigger a critical pump error (open book image) in the past. The adapt tool reveals that a pump error 4 occurred at (B)(6) 2021 16:33:01.000. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 1, electrical board 2, lcd flex cable terminal. In summary, the vibrator is located on the battery board. It failed to vibrate due to the moisture damage to the battery board. A critical pump error (open book image) did not occur during testing; however, a pump error 4 has occurred around the date of customer contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image which was squirted with water. Insulin pump had cracks right next to belt clip. There was no insulin pump error was displayed before the open book image was displayed on the screen. There was no damage to retainer ring, reservoir and infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.